Manufacturer narrative:
This complaint was confirmed by the svc repair tech (srt). The srt removed lower housing and observed a missing grounding plate. There was copper tape applied to housing in place of grounding plate. The srt installed a new grounding plate into the pump, the pump passed impedance testing and preventative maintenance was completed. The unit operated to MFR specifications and was returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The svc repair tech (srt) reported that during routine testing of the device at the svc center, the roller pump failed ground impedance testing. There was no pt involvement.